Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2019, patient had nose bleed when on plavix.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported bleeding cannot be conclusively determined through this evaluation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. The IFU provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: patient was admitted on (B)(6) 2019. Patient was on anti-coagulation. No injury to nose causing bleed. Blood was coming out of nose intermittently for 24 hours. Patient had spontaneous nose bleed. Inr was 1.44 during the bleed. Pressure on soft part of nose stopped bleeding. And patient was sent home.